Manufacturer narrative:
Concomitant medical products: product ID: 3777, lot# va0pz48006, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 3555-31, lot# n535797, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: screening device. Product ID: neu_ens_stimulator, serial# unknown. Product type: external neurostimulator. (B)(4).

Event description:
It was reported that the physician had difficulty inserting the second lead into the correct position so the physician aborted the trial. The patient was doing fine after the surgery. Information regarding the lead used prior to the second lead trying to be inserted was reported in regulatory report #2649622-2015-07696.